Event description:
Device notification concerning certain arrow products containing non-lipid resistant stopcocks.multiple devices from arrow are involved.potential for non-lipid resistant stopcocks to crack, thereby allowing leakage of solution or air embolism. Manufacturer has a lipid resistant stopcock but is not planning on incorporating it into products (i.e. Kits) currently on the market.in addition, arrow has informed us that the product will have a new label indicating the hazard. However, the label will not travel with the patient. We believe that patients will still be at risk.====================== manufacturer response for various, various======================manufacturer is already aware of problem.this report is filed in response to arrow's urgent medical device notification dated february 18, 2009